Event description:
It was reported that the patient with dizziness presented remotely via merlin.net. Transmission showed that the pacemaker and the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced however no intervention was done for the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of rv capture and "high threshold" were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.